Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had blank display. The customer's blood glucose level was reported to be unknown. It was reported that there was a long crack from the top of the pump to the battery tube. No further information provided.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was present in long trace file due to severe corrosion on the force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. No unexpected blank display anomalies or display anomalies noted during our testing. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, faded serial number label and peeling end cap address label.